Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th september 2024, it was reported by an arthrex employee via email that for 2 units of ar-4501, meniscal cinch ii, the implants were unable to be fixed properly. This was detected during use in a meniscus repair procedure on (B)(6) 2024. For the first ar-4501, both implants could not be fixed properly and pulled out accordingly. The surgeon then used another new ar-4501, the first implant fixed successfully but the second one failed to fix as the it was hard to push the button. The procedure was completed successfully as a new ar-4501 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual inspection, it was noted that the tip of the instrument was bent at the distal end at the tip. Excessive force may be the most likely reason for this failure. A use error is the most likely cause of the report and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.